Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, and h11. The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting, which was unable to resolve the reported allegation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sdi in 1 and 2 ports on the rear of the high-definition lcd monitor were loose, causing the image to drop out when the cable or sdi port connector was moved. The issue was found during an unspecified procedure that was able to be completed using an olympus back-up device. There were no reports of patient harm.